Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e1(facility). Evaluation: the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. Review of the device log found no evidence of a device malfunction. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.